Event description:
A pt reported experiencing inaccurate low results with a fasttake meter. In 2001, pt's blood glucose was 95, 129mg/dl. Tests were done 11-20 minutes apart. Pt did not experience any adverse events. No further info has been reported.